Manufacturer narrative:
A lot history record review could not be performed as the product lot number is unk. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. The device was evaluated under a microscope; no damage was identified on the jaws of the device and the heater wire remained attached to the silicone jaw. A pre-cautery test was performed on the returned device using a reference cable, adaptor and power supply. The device passed the pre-cautery test as it produced steam and heat and shut off when the toggle was released. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 heater wire detached from the jaw. Nothing fell into the pt. The device was removed as the cautery was not working. The pt's leg was opened to retrieve the vein.